Event description:
It was reported that the patient was experiencing post-surgical seroma. The location is around the anchor site. The patient was also experiencing pain and warmness of the seroma. Unknown if culture was taken. The patient was given antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately post surgery from date manufacturer was made aware of the event.